Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There is no patient involvement in the reported event.

Manufacturer narrative:
The reported issue was able to be verified through review of the electronic patient and device records. The batteries used during this event were both manufactured in 2017. Physio-control recommends replacing the battery every 2 years. Additionally, the battery pin was replaced as precaution. The likely root cause of the reported issue was worn battery pins and the aging battery.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There is no patient involvement in the reported event.